Event description:
It was reported that an empty cartridge alarm occurred and caller believed cartridge still contained insulin, with insulin gauge earlier in the day displaying amount different than expected before pump screen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received education that alarm occurred when pump detected empty cartridge, and requested cartridge replacement, so technical support planned to continue troubleshooting the unresponsive screen and fill estimate concern and arranged shipment of replacement cartridges. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.